Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 attempts have been made to gather all product identification information, and no further information has been provided. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
A journal article was obtained that reported a retrospective study from belgium. The purpose of the study was to describe changes in volume and quality of the muscles in the peri-articular envelope following psoas release in patients with refractory groin pain; and to describe intraoperative findings of secondary tendinopathy of the direct head of the rectus femoris after iliopsoas tenotomy. The study reviewed 17 patients undergoing iliopsoas tenotomy. The inclusion criteria were patients who presented with refractory groin pain after psoas tendon release with or without total hip arthroplasty (tha) and who had a pelvic magnetic resonance imaging (MRI). In thirteen patients (76.5%), iliopsoas tenotomy was performed after primary total hip arthroplasty. In 10 patients an iliopsoas tenotomy was conducted by arthroscopy at the level of the anterior acetabular rim. An open release was conducted in a total of 7 patients; 3 at the iliopectineal eminence, 1 at the anterior acetabular rim, and 3 at the level of the insertion on the lesser trochanter. Fixation implants or suture were not specified in any other cases except 1 patient who is known to have received zimmer biomet soft anchor system. The study population had a mean age of 45 years at time of surgery. Patients had a mean length of follow-up of 6.1 years. The study reported 1 patient, with a history of chronic inflammation with resection and debridement of mucoid tissue, experienced a rupture 2 years after reconstruction and was revised using a transosseus refixation technique. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). B3: date of publication. G2: foreign: belgium. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Declercq j, vandeputte f-j, clinckemaillie g, roose s, timmermans a, corten k. The peri-articular muscle envelope of the hip (pame) shows atrophy in patients with refractory groin pain after iliopsoas tenotomy. Hip international. 2025;35(2):190-197. Doi:10.1177/11207000241309600.